Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with 75% stenosis and mild tortuosity. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was inflated once to nominal pressure and ruptured. A non-abbott bdc and stent were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.